Manufacturer narrative:
Initial testing at the user facility occurred on 08/20/2012. The device was not returned to the service center for further testing. Hospira could not complete the testing and investigation on the device associated with the reported event. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.